Event description:
It was reported to philips that the system's wireless footswitch needed to be replaced, which can indicate an imaging failure. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. A philips field service engineer confirmed that the wireless footswitch had no defects and was part of the initial installation ordered by the sales department. The engineer also installed the wireless footswitch, base station, and charger, and ensured the system was returned to operational status in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where there was no malfunction, is deemed as a not reportable complaint. The codes have been updated based on the investigation's outcome.